Event description:
Hill-rom technical service representative alleged that the knee will run up unintentionally when the head is below 10 degrees. Tech svc rep stated that there were no injuries and he didn't know if a patient was in the bed or where the bed was being used. Tech svc rep stated that he determined the problem to be in the knee motor. Tech svc rep ordered a knee motor and stated that the account will be installing themselves.

Manufacturer narrative:
Customer stated that they replaced the knee drive to resolve the problem with the knee running up unintentionally when the head was below 10 degrees.